Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The model listed in the pli is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report and there is no direct correlation with device lot/serial/manufacturers numbers. The baseline gender/age characteristic is male/49 years old, for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿percutaneous epicardial radiofrequency ablation of ventricular arrhythmias after failure of endocardial approach:a 9-year experience.¿ j cardiovasc electrophysiol, vol. 21, pp. 56-61, january 2010. Doi: 10.1111/j.1540-8167.2009.01544.x. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding catheter ablation products. Multiple patients and multiple manufacturers/ablation products were noted in the article; however, a one to one correlation could not be made with unique device model/serial numbers/manufacturers with the available information provided. A patient death was referenced in the article; however, there was no specific device lot/serial number correlation or any indication that the deaths were product-related. The article indicated that the patient died during the procedure ¿because of cardiogenic shock on tamponade following an injury of the right ventricle.¿ there were also patients who experienced pericardial effusion, which required drainage; cardiac tamponade, requiring drainage; and pneumopericardium treated by drainage. The status of the catheter is unknown. No further information was provided. No further patient complications have been reported as a result of this event.